Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time.

Event description:
It was reported that at the beginning of an unspecified surgical procedure, the sutures are placed in the biceps which are fixed to the humerus by means of a knotless 4.75 healix advance kntls peek anchor device which begins with its respective purple initiator. The device begins to lower the anchor device but there is a lot of tension of the tissue and opens the tip of the anchor preventing it to hold inside the bone. The anchor device was expelled from the bone making it necessary to pass a second knotless suture. A self-drilling 4.9 healix adv sp peek ce device is passed, which remained properly in the bone. The procedure continued with a suture of the rotator cuff, with a 5.5hlx adv pk anc-dyna 3-sut device. The anchor was screwed into the bone, and the sutures were started in the cuff. It was observed that the anchor was expelled from the bone and remained on the outside. The doctor requested a second anchor of the same size, which was placed in a different position in the bone, and functioned properly. At the end of the procedure, the sutures were cut and it was observed that the previously inserted knotless sp anchor, had also been expelled from the bone. It was not reported if there were any delays in a surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. Report 1 of 3 for (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: the complaint device was not returned to j&j medtech orthopaedics, therefore unavailable for a physical evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance was identified. Based on the current available information, we cannot determine a root cause for the reported failure. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: there was no non conformance regarding this lot.